Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had issues with their lead so they did a replacement on (B)(6) 2017. It was later reported the office had uncovered impedances, which led to replacement of the lead. It was unknown which electrode combinations or if >4000 or <(><<)>50 ohms the impedances were. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1kps9, implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1kps9, ubd: (B)(4)2021, UDI#: (B)(4). Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) the representative reported that the reason for the lead replacement was that the patient was feeling stimulation down the leg and they were made aware of that issue on the date of the surgery, (B)(6)2017. They stated they didn¿t know the cause and they didn¿t have any other information. There were no further complications reported/anticipated.